Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an unrelated procedure on (B)(6) 2021. Prior to procedure during examination of lead, it was noted that the right ventricular (rv) lead had low pacing lead impedance. The physician capped and explanted the rv lead on (B)(6) 2021. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for an unrelated procedure on (B)(6) 2021. Prior to the procedure during examination of lead, it was noted that the right ventricular (rv) lead had low pacing lead impedance. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Additional information - a4 - patient weight. Correction b5 - changed from capped and explanted to capped and replaced right ventricular lead.